Manufacturer narrative:
(B)(6).

Event description:
It was reported a damaged in the lens tip. Smith and nephew back up device was not available. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device has tip damage. A visual inspection was performed and showed the scope to have tip and fiber damage and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during an unknown procedure the device had a damaged in the lens tip. Smith and nephew back up device was not available. No patient injury reported.

Manufacturer narrative:
Investigator could not perform visual and functional testing because the device in question has not been returned. Thus, the complaint could not be verified and a root cause could not be determined with confidence.